Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately there (3) years post initial procedure, the patient presented emergently with a rupture. A computerized tomography (CT) identified a migration of the suprarenal stent graft extension (cuff) a type 1a endoleak, sac growth and a rupture. A secondary procedure was completed. The physician elected to reline the original implant devices with non - endoleak devices. The patient was reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 1a endoleak rather it was a type 3b endoleak of the bifurcated stent graft. The primary device has been updated per this finding.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events for this case; the reported type 1a endoleak was refuted rather it was a type 3b endoleak of the bifurcated stent graft. The reported migration and sac growth were unable to be confirmed with the available medical records / images to review. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: product description; model number; lot #; expiration date; concomitant medical products and therapy dates; device manufacture date.